Event description:
On 3/21/2023, it was reported by an arthrex employee via email that an ar-2324bcct biocomposite swivelock anchor broke during insertion. The case was completed with another ar-2324bcct biocomposite swivelock from a different lot number. This was discovered during an anterior cruciate ligament reconstruction procedure on (B)(6) 2023. Additional information received on 3/30/2023: all broken fragments were retrieved.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint is confirmed. Upon visual evaluation, the anchor and eyelet are missing. The complaint is confirmed based on the customer-provided photo, which displays the damage of the broken screw. The most likely cause of this condition is excessive force/ friction during use or insertion. However, without the return of the broken pieces for a physical evaluation. The cause remains a use error.